Manufacturer narrative:
The event date was approximated to (B)(6) 2017 since it was reported that the erosion occurred in (B)(6) 2017. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2016 since it was reported that the mesh was implanted in (B)(6) 2016. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a mesh was implanted during a procedure performed in (B)(6) 2016. According to the complainant, the patient had a mandatory hysterectomy for the mesh implantation. In (B)(6) 2017, the patient experienced erosion. Subsequently, the patient had multiple erosion surgeries from 2017 to 2019 and will most likely have another surgery in (B)(6) 2019. Reportedly, the patient is facing a lifetime of pain and discomfort and the device has made her life a "living hell" since 2016.